Manufacturer narrative:
The distributor reported that the AED will not power on and the asi is red. They used a test battery to download the log history file. The maintenance schedule is not reported. The distributor was advised to remove the depleted battery pack from service; it will not be returned to the manufacturer for further analysis. The customer's failure to promptly address red asi warnings and follow the manufacturer's IFU reduced battery life expectancy. No additional information is available at this time to further investigate this event. The IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date.

Event description:
The distributor reported that the AED will not power on and the asi is red. The reported event did not occur during patient use.